Event description:
A surgeon reported that a (B)(6) female patient, who had undergone cataract extraction was diagnosed with endophthalmitis 10 days post operatively. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).